Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer¿s current blood glucose value was 130 mg/dl. The customer did not experienced symptoms due to high blood glucose. It was unknown whether the customer was using auto mode or not. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. No further patient complications were reported. Troubleshooting was successfully performed. The device will not be returned for analysis.

Event description:
Corrected description: customer also experienced low blood glucose issue and treated by eating honey bun. Incident blood glucose was over 400mg/dl. Customer treated high with pump. Current sensor glucose was 130mg/dl (not current blood glucose). Auto mode was not used since customer used a competitor's sensor. Customer also mentioned knots and skin irritation. This case has been created for high blood glucose and event occurred date was (B)(6)2022. Low bg issue has been documented and reported under report number : 2032227-2022-272758 and skin irritation issue was documented under another case number in database (B)(4).

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added, which was missed/inocrrect in the initial report. The missed/corrected information has been provided in sectionb5, h6 under health effect - clinical code and health effect - impact code with this report.